Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath hole on each side prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was hardly any clear bleed back from the marker lumen and a proglide cuff miss [suture retrieval issue] was noticed for two proglide devices in the rcfa and one device in the lcfa. The distal guides felt like the tip was bending inside. No sutures were preplaced. The sheath was upsized to 9f and then 16f in the rcfa. The sheath was upsized to 9f and 18f in the lcfa. Hemostasis was achieved on each side with a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. In this case, based on the information reviewed, the proglide device most likely did not reach deep enough into the anatomy until the marker port was inside the arterial lumen, to achieve an observable brisk pulsatile flow of blood. It is possible that during device insertion, anatomical conditions (calcification, scarring, tissue mass, or tortuosity) caused the guide to bend, resulting in added pressure to the vessel wall. This pressure could have caused the vessel to move with the proglide device making it difficult to get sufficient depth to achieve a brisk pulsatile flow of blood in the marker lumen. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 and 2889 removed, 1506 added.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath hole on each side prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was hardly any clear bleed back from the marker lumen and a proglide cuff miss [suture retrieval issue] was noticed for two proglide devices in the rcfa and one device in the lcfa. The distal guides felt like the tip was bending inside. No sutures were preplaced. The sheath was upsized to 9f and then 16f in the rcfa. The sheath was upsized to 9f and 18f in the lcfa. Hemostasis was achieved on each side with a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, the proglide devices were successfully preflushed during preparation. After insertion, in the rcfa there was hardly any clear bleed back from the marker lumen, the tip of the device felt odd. Deployment was continued, and a proglide cuff miss [suture retrieval issue] was noticed for two proglide devices. In the lcfa, there was hardly any clear bleed back from the marker lumen, and the tip of the device felt odd the device was removed. No additional information was provided.